Manufacturer narrative:
Concomitant medical devices: model: d284drg, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2009. -

Event description:
It was reported that the patients right atrial (ra) lead exhibited high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.